Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented on (B)(6) 2018 for a lead revision procedure. The patient's right ventricular lead had exhibited low impedance about 6 months prior. The lead was reprogrammed at that time. The lead then exhibited a rise in capture thresholds. The lead was capped and replaced on (B)(6) 2018 with no complications. The patient was stable throughout.

Event description:
New information received on march 7, 2018 indicates that the right ventricular lead had exhibited a lead insulation anomaly.